Manufacturer narrative:
The unit had unresponsive buttons due to a flattened and creased esc and down button dome switch. There was no unexpected numbers ramping and scrolling during testing. The unit had a minor scratched lcd window, cracked battery tube threads, a cracked belt clip slot, and a cracked reservoir tube lip.

Event description:
The customer called in to report a keypad anomaly. The customer's blood glucose level was 46 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.